Event description:
Caller reported cgm error 42 related to their device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without further errors.